Manufacturer narrative:
It was reported that the ventilator generated a safety valve opening and closing sound. Identification of issue has been done by analyzing problem description, service report, device's logs and communication with field service engineer (fse). According to the information provided by the technician, the following tests failed during technician's inspection: internal leakage test, pressure transducer test, safety valve test, o2 sensor/cell test, flow transducer test and patient circuit test. The expiratory channel printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The evaluation of provided device's logs revealed occurrence of technical error code indicating 'safety valve open' (the safety valve is detected as open without fulfilled opening conditions). The situation described may lead to stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a safety valve opening and closing sound. According to provided log files the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).